Manufacturer narrative:
This follow up report is being filed to relay product evaluation results. Evaluation of returned device showed no evidence of product non-conformance. During the evaluation, wear of the femoral head and acetabular cup were noted. A conclusive root cause could not be determined. There are warnings in the package insert that this type of event can occur. Under warnings, number 1 states, "clinical outcome may be affected by component positioning. Proper placement of the implant should take into consideration individual patient anatomy as well as surgeon preference. The surgical technique sets forth suggested guidelines for placement of the implant including inclination and anteversion." Number 3 states, "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components." Number 11 states, "malalignment of components or inaccurate implantation can lead to excessive wear and/or failure of the implant or procedure." In addition, under possible adverse effects, number 4 states, "wear and/or deformation of articulating surfaces." This report is number 2 of 2 MDR's filed for the same event (reference 3002806535-2015-04047 / 04048).

Manufacturer narrative:
This user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. The product identification necessary to review manufacturing history was not provided. This report is number 2 of 2 mdrs filed for the same event (reference 3002806535-2015-04047 / 04048).

Event description:
It was reported that patient underwent hip resurfacing arthroplasty in (B)(6) 2010. Subsequently, a revision procedure was performed on (B)(6) 2015 due to elevated metal ion levels, noise and adverse reaction to metal debris (armd). No further information has been provided.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA. This report is number 2 of 2 mdrs filed for the same patient (reference 3002806535-2015-004047 & 04048).